Event description:
It was reported the lead was explanted and replaced due to unacceptable thresholds and no capture. It was also reported that the patient felt ventricular pacing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; full lead was returned.